Event description:
A site biomed engineer reported that while in a surgery, placement of the sub dural contact strips for epilepsy, the system was intermittently shut off. The site stated that the system was plugged in and did not beep before turning off. They observed a blue spark being emitted from the wall power cord plastic end cover. The surgery was completed with the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
Device MFR date not available at this time. RMA issued. Replacements shipped (B)(6) 2012; power supply returned unused. Power cable & plug returned; right angle plug still attached to cable retractor. All wires had solid attachment with no movement within plug. No evidence of a burn or spark within the plug or on any of the wires. Retractor cable found to have good continuity with no opens or shorts detected. Cable retractor functioned normally; no damage or cuts.